Event description:
The pharmedium pca bags are prefilled with hydromorphone. The tubing from the bag has a female luer fitting that is capped. The nurse will remove this cap before use. Recently a new type of cap has been coming with the bags. This new cap has two sides, a male luer on one side and a female luer on the opposite side. This is a one piece cap. The male luer side of the cap is turned onto the female luer on the tubing from the bag. This leaves the female side of the cap at the end of the tubing. A nurse connected the IV tubing from the pump set to the female luer of the cap (not realizing that this was a cap). The patient was not receiving medication for pain relief until the next bag change was due and the problem was discovered.